Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained; however, follow-up for information is still in progress and a supplemental will be submitted if additional is received. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the surgeon identified the lesion in the left main stem bronchus and removed part of the lesion using forceps. The surgeon started using the corecath device to control the bleeding. Once the bleeding was controlled the surgeon switched to cryotherapy to further debulk the tumor. During cryotherapy the patient bleeding increased, and the surgeon switched back to the corecath device without resolution. The patient then experienced a blood clot to the lung and coded. CPR was initiated, and the patient was resuscitated. The surgeon removed the blood clot and continued to debulk the tumor using cryo. The patient coded for the second time, resuscitated and sent to the ICU, however passed away 48 hours due to the complications related to the surgery.